Event description:
It was reported that during a coronary artery drug eluting stenting procedure that the stent dislodged.the target lesion was located in an extremely calcified,90% stenosed prtion of the right coronary artery(rca).the posterior descending artery(pda)was 90% stenosed and the ostial rca was 90% stenosed.the physician used a launcher guide catheter,a whisper wire and a choice pt wire.the physician predilated the pda for 40 seconds at 3 atmospheres with a maverick balloon,then the maverick balloon was pulled back to the mid rca and dilated for 45 seconds at 4 atnispheres and again for 60 seconds at 12 atmospheres,then the maverick balloon was pulled back proximal and dilated for 10 seconds at 3 atmospheres .a 3.5x16mm taxus express2 drug eluting stent was deployed in the ostial rca at 20 atmospheres for 50 seconds.this was post dilated using a 4.0x13mm powersail balloon for 45 seconds at 12 atmospheres and again for 30 seconds at 12 atmospheres. The physician then advanced a 3.5x8mm taxus express2 to the rca but the stent would not advance past the first bend in the rca.the guide was displaced and pulled away from the artery.the stent would not return into the guide catheter.the physician pulled back distally and the whole system pulled out.it was noticed that the stent did not come out with the stent delivery system. The physician could not locate the stent but felt that it remained in the iliac or femoral artery. The physician did not attempt to deliver another stent to the rca lesion.the patient was reported as ok.